Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. The indications for use was spinal pain indications. It was reported that the patient stated they went to the doctor to get medication put in the pump and the controller was running slow. The manufacturer's patient services specialist (pss) reviewed this was a known issue. Pss walked the patient through closing all apps and restarting the controller. The patient mentioned they got four boluses per day and stated that if they didn't do the fourth bolus before midnight, it would go to the next day. Pss reviewed. The troubleshooting steps that were taken on the call resolved the issue.